Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 450cc, catalog number 3507450bc, serial number (B)(4), lot number 243390. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a mentor memorygel breast implant 450cc and experienced bilateral rupture. As a result, the patient will undergo removal on (B)(6) 2018. This report is for the right breast implant.

Manufacturer narrative:
The device history record (DHR) of lot number 222616s was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device contained clear fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).